Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted. It was noted at a device change out on (B)(6) 2011 that rate/sense is in atrial position. The physician was dr. (B)(6) at (B)(6) hospital of (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).